Event description:
It was reported that the customer contacted the paramedics in (B)(6) due to a low blood glucose level of 20 mg/dl. Customer was not taken to the emergency room. Customer stated that she always has low blood glucose levels at night. Customer was treated by the paramedics at her home. Customer declined troubleshooting for low blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.